Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test due to the pump error 38 alarm during rewind. The trace and history files were successfully downloaded using thump. All buttons respond properly during programming the pump with testing parameters however, a stuck button alarm was generated on (B)(6) 2026 at 15:48. The pump was cut open, and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad dome switches or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. Moisture damage was found on the electronic assembly, vibrate harness assembly, and keypad flex cable/tail. Additionally, found the motor gearbox jammed that caused the error 38 alarm during rewind. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, broken belt clip rails, and pillowing keypad overlay. The stuck button alarm and unresponsive keypad complaints are confirmed due to moisture damage on the electronic assembly and keypad flex cable/tail. Pump error 38 alarm during rewind is confirmed due to a jammed motor gearbox. Damaged keypad overlay is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, buttons on her pump were not responding. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage. Found the damage on keypad and it was not affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.